Event description:
It was reported that pump battery did not charge on brand new replacement pump, and issue persisted despite use of different wall outlets, charging cables, and wall adaptors. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to allow battery to fully deplete before returning pump, was informed that pump would be replaced under warranty, received instructions for storage mode and return of malfunctioning pump, and declined to share information about backup insulin therapy, and no additional information was available regarding outcome of event.